Manufacturer narrative:
This case was initially received via regulatory authority (bfarm, reference number: (B)(4)) on 09-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure devices migrated out of tubes into uterus, one could be felt at uterine os, removed') in a female patient who had fallopian tube occlusion insert inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disease congenital (should not get pregnant, should not get general anesthesia). In (B)(6) 2011, the patient had fallopian tube occlusion insert inserted. In 2014, the patient experienced migraine with aura ("mild migraines (c like flickering in right eye then headache on the left)"). In (B)(6) 2018, the patient experienced pelvic pain ("recurrent severe pelvic pain leading to collapse five times this month"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("sudden intermenstrual bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criterion intervention required), dyspepsia ("burning in stomach area during ovulation or shortly before periods"), nausea ("nausea during ovulation or shortly before periods"), palpitations ("significant heart throbbing during ovulation or shortly before periods") and complication of device removal ("essure devices migrated out of tubes into uterus, one could be felt at uterine os, removed"). The patient was treated with surgery (hysteroscopic removal of one device in (B)(6) 2018). Fallopian tube occlusion insert treatment was not changed. In (B)(6) 2018, the pelvic pain was resolving, the dyspepsia and nausea had resolved. At the time of the report, the device expulsion, palpitations and complication of device removal had not resolved and the intermenstrual bleeding and migraine with aura outcome was unknown. The reporter provided no causality assessment for complication of device removal and migraine with aura with fallopian tube occlusion insert. The reporter considered device expulsion, dyspepsia, intermenstrual bleeding, nausea, palpitations and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: until (B)(6) 2018 I had symptoms like burning in stomach area together with nausea and palpitations. Several checks by cardiologist due to heart throbbing were unremarkable. I observed the symptoms occurred during ovulation and shortly before periods. I am not 100% sure if they are related to essure, but it is likely. Mild migraines started in 2014, I do not know if they are related to essure. Severe pelvic pain and intermenstrual bleeding in 2018 were due to essure devices found in uterus, one could be removed from uterine os by hysteroscopy, the other did not get down and I need anesthesia for removal due to risk of infection. The episodic heart throbbing had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several checks by cardiologist due to heart throbbing were unremarkable. Amendment: the report was amended for the following reason: internal correction - company causality comment added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (bfarm, reference number: (B)(4)) on 09-aug-2021. The most recent information was received on 17-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure devices migrated out of tubes into uterus, one could be felt at uterine os, removed') in a female patient who had fallopian tube occlusion insert inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disease congenital (should not get pregnant, should not get general anesthesia). In (B)(6) 2011, the patient had fallopian tube occlusion insert inserted. In 2014, the patient experienced migraine with aura ("mild migraines (c like flickering in right eye then headache on the left)"). In (B)(6) 2018, the patient experienced pelvic pain ("recurrent severe pelvic pain leading to collapse five times this month"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("sudden intermenstrual bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criterion intervention required), dyspepsia ("burning in stomach area during ovulation or shortly before periods"), nausea ("nausea during ovulation or shortly before periods"), palpitations ("significant heart throbbing during ovulation or shortly before periods") and complication of device removal ("essure devices migrated out of tubes into uterus, one could be felt at uterine os, removed"). The patient was treated with surgery (hysteroscopic removal of one device in (B)(6) 2018). Fallopian tube occlusion insert treatment was not changed. In (B)(6) 2018, the pelvic pain was resolving, the dyspepsia and nausea had resolved. At the time of the report, the device expulsion, palpitations and complication of device removal had not resolved and the intermenstrual bleeding and migraine with aura outcome was unknown. The reporter provided no causality assessment for complication of device removal and migraine with aura with fallopian tube occlusion insert. The reporter considered device expulsion, dyspepsia, intermenstrual bleeding, nausea, palpitations and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: until (B)(6) 2018 I had symptoms like burning in stomach area together with nausea and palpitations. Several checks by cardiologist due to heart throbbing were unremarkable. I observed the symptoms occurred during ovulation and shortly before periods. I am not 100% sure if they are related to essure, but it is likely. Mild migraines started in 2014, I do not know if they are related o essure. Severe pelvic pain and intermenstrual bleeding in 2018 were due to essure devices found in uterus, one could be removed from uterine os by hysteroscopy, the other did not get down and I need anesthesia for removal due to risk of infection. The episodic heart throbbing had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several checks by cardiologist due to heart throbbing were unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (bfarm, reference number: (B)(4)) on 09-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure devices migrated out of tubes into uterus, one could be felt at uterine os, removed') in a female patient who had fallopian tube occlusion insert inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heart disease congenital (should not get pregnant, should not get general anesthesia). In (B)(6) 2011, the patient had fallopian tube occlusion insert inserted. In 2014, the patient experienced migraine with aura ("mild migraines (c like flickering in right eye then headache on the left) "). In (B)(6) 2018, the patient experienced pelvic pain ("recurrent severe pelvic pain leading to collapse five times this month"). In (B)(6) 2018, the patient experienced intermenstrual bleeding ("sudden intermenstrual bleeding"). On an unknown date, the patient experienced device expulsion (seriousness criterion intervention required), dyspepsia ("burning in stomach area during ovulation or shortly before periods"), nausea ("nausea during ovulation or shortly before periods") and palpitations ("significant heart throbbing during ovulation or shortly before periods"). The patient was treated with surgery (hysteroscopic removal of one device in (B)(6) 2018). Fallopian tube occlusion insert treatment was not changed. In (B)(6) 2018, the pelvic pain was resolving, the dyspepsia and nausea had resolved. At the time of the report, the device expulsion and palpitations had not resolved and the intermenstrual bleeding and migraine with aura outcome was unknown. The reporter provided no causality assessment for migraine with aura with fallopian tube occlusion insert. The reporter considered device expulsion, dyspepsia, intermenstrual bleeding, nausea, palpitations and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: until (B)(6) 2018 I had symptoms like burning in stomach area together with nausea and palpitations. Several checks by cardiologist due to heart throbbing were unremarkable. I observed the symptoms occurred during ovulation and shortly before periods. I am not 100% sure if they are related to essure, but it is likely. Mild migraines started in 2014, I do not know if they are related o essure. Severe pelvic pain and intermenstrual bleeding in 2018 were due to essure devices found in uterus, one could be removed from uterine os by hysteroscopy, the other did not get down and I need anesthesia for removal due to risk of infection. The episodic heart throbbing had not resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: several checks by cardiologist due to heart throbbing were unremarkable.